Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device became stuck in the scope during withdrawal. The scope and the device were removed in tandem and then the forceps were twisted free out of the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; clevis arms bent.

Manufacturer narrative:
A visual examination of the returned device found the clevis arms bent. Functionally, the jaws of the forceps could not open due to bent clevis arms. No abnormalities were noted with the device riveting and welding which were within specifications. The most probable root cause for the bent clevis arms is operational context, due to excessive force applied to the device resulting from anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)